Manufacturer narrative:
After additional investigation by physio-control, the cause of the reported issue has been determined to be due to residue on filter components fl4 and fl10 on the power supply pcb assembly. As a result of this investigation, physio-control has initiated a field corrective action (reference corrections and removals number 3015876-11/07/2017-003c).

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was able to verify the reported issue. Physio replaced the power supply assembly and after observing proper device operation through functional and performance testing, the device was returned to the customer for use. (B)(4).

Event description:
The customer, a biomedical engineer, contacted physio-control to report that the their device was locked-up. None of the buttons would respond when pressed. Additionally, the device would not power off until the battery was removed. In this condition, defibrillation would not be possible if it were necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the removed power supply assembly in the failure analysis center and the cause of the reported issue was determined to be a short in the on/off line, located on the power pcb assembly. The observed short was caused by ionic contamination.